Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: loop to lock safety sheet in place has torn away from the canopy. The current total observed rate of occurrence encompassing all permutations of fraying canopy components is approximately 0.78%.

Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts. The current total observed rate of occurrence encompassing all permutations of fraying canopy components is approximately 0.78%.